Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced hematoma and bleeding. It was reported the patient was brought to the catheterization laboratory for an angiogram of the left groin prior to the impella removal and in case there was need for balloon tamponade or covered stent. There was no extravasating noted on the angiogram. The impella was removed, and manual compression held for seventy-five minutes, with femostop placed for minor track oozing. The patient tolerated the procedure well. The patient received a total of four units of packed red blood cells throughout the case. There was no further bleeding or hematoma, and the patient was returned to the intensive care unit (ICU) with femostop in place to belt pressure. The bleeding was felt to be related to the patient being on integrillin drip. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the reported issue was not determined. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.